Event description:
Reads: "anatomically shaped breast implants made by mcghan med. These breast implants are saline filled-silicone envelopes. In 1976 MFR's were permitted to MFR and sell breast implants by FDA. In the same yr FDA required MFR's to show researched data to support the use of breast implants. Until this research comes out, women planning to use breast implants need to have the following info. Before surgery is scheduled women need to discuss the pros and cons of having breast implants. Breast implants can improve the quality of life. Play an important part in the recovery of women diagnosed with breast cancer. Some women find external breast forms to be satisfactory. Tissues from other parts of the body can be used to reconstruct breast. This requires a longer operation, longer healing time. Breast implant surgeries present the same risks as other surgeries, eg anesthesia related risks. Breast implants can't be expected to last forever. They deflate, rupture for different reasons. They can deflate due to wear with time, rupture due to injury. It is not known when deflation occurs. It has been found through research: when the saline leaks it is absorbed in the body because normal saline already exists in the body. Breast implants need to be removed when worn out, make mammography difficult, woman with breast implants receive more radiation, the formaliar of capsules around the implant causes capsular contracture, calcium deposits need to be identified from those associated with cancer, infection can occur, especially within two weeks of the operation. Infection with implants are harder to treat than infections with normal tissue. Risk of having a hematoma: chances of occurring not known but usually occurs after surgery. Small hematomas can be absorbed by the body, but large ones are surgically drained which causes scarring. Research continues to indicate that feeling of pain, burning senstaion may interfear with breat feeding and sexual response. Many feel implant shiftings and feel implant through the skin. Women with breast implants have been diagnosed with autoimmune diseases like lupus, scleroderma, rheumatoid arthritis and neurologic symptoms seen in multiple sclerosis pt's. In some cases the saline used has been known to be contaminated with bacteria. If so, organisms may be released in the body if her implants deflate. According to scientific studies women with breast implants in general are not at an increased risk for autoimmune or selective tissue diseases. However, these studies are too small to detect wether there might be a slightly increased risk of any of these rare diseases. Also these current studies have looked only for the symptoms of known autoimmune diseases, rather than the variety of symptoms that some women are experiencing. Such as swelling, joint pain, arthritis like pain, general aching, unusual hair loss, unexplained or unusual loss of energy, greater chance of getting colds, viruses, and flu swollen glands or lymph nodes.